Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a crack from the reservoir to the top ring that locks it in place. Customer stated that it is about to come off. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that the damage was near the top of the reservoir o-ring. Customer wears the pump in her bra and stated that this is not the first time that this is happening. Customer was not sure how the damage could have occurred because she keeps the pump secure. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.